Event description:
It was reported that a patient had a "photovaporisation of the prostate with a greenlight laser" on (B)(6) 2014 . Post the procedure, the patient experienced acute retention after two catheter removal failures. Six weeks post procedure (B)(6) 2014, the urologist observed that the patient had low back sciatic pain accompanied by fever. A urinalysis was performed. Antibiotic therapy was started "allowing for amelioration of the fever, not the sciatica pain". It was also noted that the patient had a lower left, limp. The physician's diagnosis initially was "oriented to a rheumatologic problem" due to patient history. (B)(6) 2014: ER visit. No improvement in symptoms with biprofenide, an MRI would be completed. Urinary test/culture was done and result was positive for "enterococcus faecalis". Radiology was performed ((B)(6) 2014) and results were" negative for back". It was proposed that antibiotic therapy be extended for 6 weeks. From (B)(6) 2014. Amoxicillin / clavulanic acid rate of 10 g / day (afebrile patient). (B)(6) 2014 a new surgery, retrograde urethrogram was performed. The physician was looking for a ¿fistulae leak¿. End of (B)(6) 2014, after antibiotic therapy, an MRI is scheduled patient outcome: functional impairment, the patient is walking with two canes. Prolonged high dose antibiotic therapy, diagnostic tests and a retrograde urethrogram. No further information was available.